Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease fold observed in the device. ¿ white particles observed in the surface of the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right capsular contracture baker grade IV. Patient undergone capsulectomy. The device has been explanted and replaced.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: capsular contracture: unable to confirm as it is a medical event not related to the device. Next to the device appears to be biological tissue. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported right capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.